Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juey1044 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported "rn opened package and noted plastic securement piece separating from wing bandage and blue pins out of place."